Event description:
The customer reported the system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was identified and repair. Also two boards were reseated. The system was then found to be operating as intended.